Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "they went to impact the unipolar head with the adjustment sleeve inside the head. Tested a number of times to see if the taper would engage and it would not. Had to use another c taper unipolar sleeve +10mm."